Manufacturer narrative:
(B)(4). The customer reported an unspecified failure to defibrillate. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecific failure to defibrillate. There was no report of pt involvement.